Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100910461. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. During revision surgery, the physician identified a leak in the cylinders; therefore, the cylinders and pump were explanted and replaced. There were no patient complications.